Manufacturer narrative:
(B)(6). Results: bd received two samples and four photos from the customer facility for investigation. Based on the visual inspection/evaluation of the samples and/or photos, bd observed the broken shield on the product. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a 22 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter had a damaged shield. There was no report of serious injury or medical intervention reported.